Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, caps are popping off of an unspecified number of tubes resulting in sample leakage. As a result, sample was recollected. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, caps are popping off of an unspecified number of tubes resulting in sample leakage. As a result, sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for evaluation: yes. D10. Returned to manufacturer on: 10-mar-2025. E4. FDA notified? Yes. E4. The initial reporter notified the FDA on 12-mar-2025. Medsun report # (B)(4). Investigation summary: bd received 10 samples for investigation. These 10 returned samples were inspected for damage and no visible defects were found. A functional test was performed on these samples, and all tubes met the specification limits with the stopper function operating correctly. Additionally, 10 retained samples were inspected and no visible defects were found. A functional test was also conducted on these retained samples, and all tubes met the specification limits with the stopper function operating correctly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.